Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. A review of the available logs found one instance of a non-recoverable error. This error was observed after docking and is related to an issue with the supervisor and life counting watchdog being out of synchronization, indicating an instrument life might not have been decremented properly. An advisory message was also logged indicating that the life count failure was on the vision probe (vp). The system was restarted, and the instruments and accessories were reinstalled. The vp life was successfully decremented, and the procedure was continued. No additional issues related to the life count were observed. There were no related system errors that occurred during the procedure that were relevant to the reported event. An isi field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse replaced the vp receptacle due to non-recoverable faults after docking. Isi has not received the vp receptacle for failure analysis evaluation.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed atelectasis. After docking, a non-recoverable fault occurred; troubleshooting steps were performed. There was a delay of less than 15 minutes. The patient started to have atelectasis. The customer performed a power cycle and completed the procedure utilizing a cone beam CT scan (cbct) to confirm the target and needle location. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.